Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01744.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) in the femoral artery (fa) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two non-penumbra coils and a penumbra smart coil (smart coil) into the target vessel using the lantern and a non-penumbra sheath. After advancing a pod pc into the target vessel, the physician made several attempts to retract and re-position the pod pc. During an attempt to re-position, the pod pc unintentionally detached. It was reported that the pod pc detached when it was retracted approximately 10 cm into the lantern and when it was still partly in the vessel. The pod pc and lantern were therefore removed together from the patient. Upon removal, the physician found that the lantern was kinked at the tip. The pod pc and lantern were therefore no longer used in the procedure. The procedure was completed using another microcatheter and another embolic agent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pod pc embolization coil was detached from its pusher assembly and the proximal constraint sphere was intact on the proximal end of the coil. The embolization coil had offset coil winds. During functional testing, the pod pc embolization coil was detached from its pusher assembly and, therefore, the pod pc could not be functionally tested. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly and revealed the proximal constraint sphere was intact with the coil. If the pod pc was forcefully retracted against resistance and, the pusher assembly elongate beyond the reach of the pull wire, allowing the proximal constraint sphere to be released the ddt. This will result in the coil detaching from its pusher assembly. The pusher assembly was not returned for evaluation. Further evaluation of the pod pc revealed that the embolization coil had offset coil winds. These offset coil winds may have occurred during attempts to re-position the coil during use or during packaging for return to penumbra. Evaluation of the returned lantern revealed that the catheter was ovalized. If the lantern is forcefully gripped or pinched during use or otherwise forcefully advance through an extremely tortuous anatomy, damage such as ovalizations may occur. This damage may have contributed to the resistance experienced during retraction of the pod pc. During the functional test, a demonstration coil was manipulated in and out of the returned lantern without an issue. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01746.